Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The sample was not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.

Event description:
A customer sent email to baxter corportate product surveillance to report a few continu-flow IV solution sets which leaked during use. The customer stated that the IV tubing used had tiny pin holes in it. The customer stated that the leak was in the tubing below the drip chamber there was no leak from the drip chamber itself or directly below it. There were no leaks observed in any of the luers that was reported. The customer stated that one of the IV sets was used with a flo guard device but it is unknown if the other sets were used with a different pump. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. A batch review was done; however, no deviations were found in the batch review. If additional information becomes available, a follow-up report will be submitted.